Manufacturer narrative:
(B)(4). The investigations found for 1 of the events that the cell rinse water was overflowing to neighboring cuvettes causing a dilution of the measurements. For 9 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event the root cause was determined to be caused by migration of the teflon tips of the cell rinse station. For 1 event the investigation determined the root cause of the issue was the sample probe that was out of alignment. For 6 of the events, the service activities resolved the issue. For 2 of the events, the investigation is currently ongoing. The follow up/corrective actions for 1 event was a field engineering specialist (fes) fixed the problem and no further problems have been reported. For 1 of the events, the fes replaced solenoid valves and decontaminated the module. Precision testing was performed. For 1 of the events, the fes checked multiple components. The dispensed liquid in the cuvettes was found to be too low.. The rinse needles, tubing, and sample probe where cleaned. The sample was probe was replaced. For 1 of the events, the fes found multiple component problems including the reactions cells not being cleaned appropriately. For 1 of the events, the fes replaced "tubbing" on the rinse unit and checked the rinse unit performance. He adjusted the sample probe and the gear pump pressure. He checked the ultrasonic mixers. For 1 of the events, the fes found that the sample probe was out of alignment. For 2 of the events, the fes visited the customer site and could not find a root cause. For 1 of the events, the fes found a piece of debris that was clogging the vacuum nozzle. For 1 of the events, a screw on the ultrasonic mixer was not in place. For 1 of the events, the fes replaced multiple components and installed a new pack of reagent. For 1 of the events, the customer replaced the sample probe and checked the alignment. For 1 of the event, the fes found a defective reagent probe. For 1 of the events, the fes found there was a mechanical failure of the slider on the sample probe. He replaced the sample probe slider for 1 of the events, the fes found that the gear pump was not adjusted to the correct pressure. He replaced the gear pump head and made adjustments for 5 of the events, no corrective/follow-up actions were taken. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>20</noe> malfunction events. Erroneous low results were generated by the cobas c501 analyzer. The events involved a total of 39 patients with the following: six erroneous results for ca2 calcium gen.2, two erroneous results for crpl3 c-reactive protein gen.3, three erroneous results for chol2 cholesterol gen.2, seven erroneous results for crej2 creatinine jaffé gen.2, one erroneous result for ck creatine kinase, three erroneous result for bilirubin total gen. 3, two erroneous results for online tdm vancomycin gen. 3 (vanc3), one erroneous result for etoh2 ethanol gen.2, 10 erroneous results for phos2 phosphate (inorganic) ver.2, two erroneous results for tpuc3 total protein urine/csf gen.3, one erroneous result for igg-2 tina-quant igg gen.2, and one erroneous result albt2 tina-quant albumin gen.2. For 7 of the patients, their ages ranges were from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. One patient's weight was provided as (B)(6). The other patients' weights were requested but were not provided. There were 7 females and 3 males. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For one of the remaining events, the investigation determined that the issue was due to a contaminated sample probe. The field engineering specialist decontaminated the sample probe. For the one other remaining event, the investigation did not identify a product problem. The cause of the event could not be determined.